Manufacturer narrative:
The customer¿s stated issue of ¿alarm, error code unknown¿ was not confirmed through a review of the device logs. The review of the source etco2 module event and error log showed no errors or malfunctions. The event logs were overwritten by continued use of the etco2. Therefore, the pcu used at the time of the event could not be determined and in turn, the reported alarm and cause of the alarm/error code was unable to be determined. The customer¿s etco2 was attached to a lab pcu and pca and then attached to a standard IV pole. A continuous infusion was started on the pca with etco2 monitoring, the devices were then ambulated around the building. A channel disconnected alarm occurred on the source device during testing. The asm pm task was performed on the source etco2 module. During the pm, there were no errors or malfunctions. The etco2 was in use during treatment. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was patient involvement.

Event description:
It was reported that unknown error code occurred during patient use. The nurse entered the patient's room after hearing a pump alarm. Upon observation of the alaris pca pump system, the nurse noted that there was a module error with the etco2 module. This nurse changed the nasal cannula tubing associated with the etco2 module, but this did not correct the error. This nurse obtained the pca key from the pyxis, and with a 2nd nurse returned to the patient room to reset the system. The original nurse and the 2nd nurse turned off the system and moved the additional modules (IV fluid and etco2 modules) on the system to other locations to see if this would fix the error. When this nurse and 2nd nurse turned the main module of the alaris pump back on, the main module did not recognize any of the additional modules. This nurse and 2nd nurse again turned off the system, moved the additional modules and turned on the system. On this second attempt, the main module recognized the pca module and the IV fluids module, but still did not recognize the etco2 module. This nurse and 2nd nurse restored the pca and fluid settings for the patient. Then this nurse contacted anesthesia to obtain an order for the patient to be off the etco2 monitor for the evening.¿ they did not try to duplicate or resolve any issues. There was no patient impact.